Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: data in the pump from the date of occurrence was overwritten. No evidence of short battery life was evident in the available pump data. The pump was powered on and current readings measured to be above specifications. The short battery life issue was duplicated. A cold solder connection was damaged inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.